Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint was confirmed. When received in, the setscrew was not in the connector block and instead had been inserted into one end of the anchor where the lead should be inserted. The setscrew was removed from the anchor and reinserted into connector block and successfully locked down on a test lead's retention sleeve. Anchor exhibited normal device characteristics.

Event description:
A report was received that during a revision procedure, the clik anchor did not anchor to the lead. The physician suspected device malfunction with the clik anchor. It was unknown when it happened but the screw was back out with the clik anchor. The clik anchor was explanted. The patient was doing well postoperatively.